Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel. Additionally, a yellow alert was noted due to low rv intrinsic amplitudes. The caller turned off minute ventilation (mv). The patient was seen in the clinic and impedance measurements were still out of range. An x-ray was unremarkable for lead damage. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system exhibited noise, oversensing and pacing inhibition. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.